Manufacturer narrative:
(B)(4)

Event description:
It was reported that high pacing lead impedance was observed. High voltage lead impedance and capture were normal. The lead was capped and replaced. No further information was available.